Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pacing impedances at 79 ohms and high shock impedance measurements measuring at 200 ohms. Technical services (ts) recommended to have the patient seen in clinic to properly assess. Upon review, the lead trends looked stable with slight rise across the board possible due to clinical change. The patient was seen in the clinic for further evaluation; however, they were unable to reproduce anything out of range. Technical services (ts) stated that the patient had fistula placed yesterday (also considered as electromagnetic interference (emi) around the time of the out-of-range reading and that could cause change in measurements. Since the patient had been evaluated and no noise or oor readings have been found, the plan was to continue monitoring. This rv lead remains in service. No adverse patient effects were reported.